Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioflex meter read inaccurately high in comparison with results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that one month prior to contacting lifescan he obtained a result of 270mg/dl on the subject meter which he felt was inaccurately high in comparison to a result of 180mg/dl obtained on an accuchek meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient does not take any medication to manage his diabetes and could not specify if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred he developed symptoms of stress and anxiety crisis, however denied receiving any treatment. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.